Event description:
It was reported that the patient passed away due to sepsis. The pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
G6 correction: 30-day selected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The death was not considered to be device related. The device operated as expected. The onset date of infection was (B)(6) 2024. The source of the infection was a central line associated blood stream infection complicated by septic shock. The culture identified was enterococcus faecalis. The infection was treated by putting the patient on comfort care with end stage dialysis and intermittent hemodialysis. The patient had increasing vasopressors and was terminally extubated. The pump was turned off.